Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: catheter. Product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2010, product type: catheter. (B)(4).

Event description:
Information was received from a consumer in regards to a patient who had been treated with baclofen intrathecal via an implanted pump. The patient's indication for pump use was intractable spasticity and other spasticity. It was noted that the patient's pump was infected. The patient reported that the pump and catheter were removed within the week of implant by (B)(6) 2010 due to staph infection. When the pump was taken out, the patient lost their memory so they did not recall all of the details. The patient's infection resolved on an unknown date. Additional information has been requested, but it was not available at the time of this report.